Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue first occurred on two days earlier, at 3:00 p.m. After the reported issue, the patient reported feeling lightheaded and unable to walk. She tested on another device and obtained a result of 57 mg/dl. The patient denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the patient alleged that she developed symptoms of low blood glucose after the meter issue, which was confirmed with a meter result.